Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the caller stated that on march 6th they slipped and fell and since then have been in a lot of back pain. The caller stated that the stimulation was still on, but it felt like it was dying and sluggish and not like it used to be. The caller noted they were currently at the hospital for an x-ray of their back. The caller was redirected to their healthcare provider to further address the issue.